Event description:
It was reported that during the procedure, after performing pre-dilatation several times using unspecified balloon dilatation catheters, while advancing a 3.0x15 rx xience prime stent delivery system (sds) toward a lesion in a heavily tortuous right coronary artery (rca) with a severe bend, the sds was unable to cross the lesion, force was applied and the shaft became bent. The rx xience prime sds was withdrawn from the anatomy. Another 3.0x15 rx xience prime sds was then advanced toward the same lesion, was unable to cross the lesion, force was applied, and the shaft subsequently broke; as the device remained intact, it was withdrawn from the anatomy, then completely separated post-procedure while outside of the anatomy. The physician commented that the shaft of the 2nd rx xience prime felt flimsy. An attempt was made to treat the lesion with a non-abbott sds, however, the attempt was unsuccessful. The lesion was left untreated. There were no reported adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The flimsy shaft was not confirmed. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. The IFU further states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4).the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.